Manufacturer narrative:
The returned device underwent a visual inspection and functional tests to assess the device status. A definitive root cause of the reported malfunction could not be identified. However, the most probable cause of the detachment of distal cover is component failure due to stress problem caused by either excessive or inadequate physical force exerted on it by another object resulting in problems like wear, bending, deformation, fracture or fatigue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a detached distal end cover. There was no patient involvement.